Event description:
The device was used during a bladder enucleation. Reportedly, after the fourth squeezing, a cracking sound was heard and the device did not fire. Used another device to finish the procedure. No pt injury was reported.